Manufacturer narrative:
B5: replace "there was no report of patient injury or medical intervention associated with this event." With "there was no patient involvement." E1: initial reporter postal code: 2170. H4: the lot was manufactured between december 11, 2023 and december 12, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. When the nurse removed the device and unraveled the line, the line detached from the bottle and the leak occurred. The device contained 13500mg piperacillin/tazobactam diluted in 240ml buffered 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.